Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and the reported worsening right ventricular function could not be conclusively determined through this investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviation from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1, ¿introduction,¿ outlines potential adverse events, including right heart failure, that may be associated with the use of heartmate 3 left ventricular assist system. Section 6, ¿patient care and management,¿ states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump.¿ no further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had an echocardiogram done that revealed moderately reduced right ventricular function.